Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump suspended delivery of insulin due to the difference in sensor glucose vs. Blood glucose readings. The sensor glucose value that triggered the suspend on low/suspend before low event: 42. Low limit in sensor settings: 90. The blood glucose value associated with the triggered suspend event: 225. The sensor glucose and blood glucose difference was not within target range of glucose difference. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.